Manufacturer narrative:
(B)(4).

Event description:
Patient current status was requested and the following update was provided: patient was last examined on (B)(6) 2017 and the patient's best corrected visual acuity (bcdva) had returned to baseline (20/20). A new inlay was implanted to the patient on (B)(6) 2017.

Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Inlay shifts in position, decreased bcdva and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay on (B)(6) 2017. The inlay decentered 2 mm inferiorly 5 weeks postoperatively and was repositioned on (B)(6) 2017. The inlay decentered a second time and was explanted on (B)(6) 2017. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 to 20/40-2 at onset. The patient was examined on (B)(6) 2017 and bcdva was 20/50. The patient is healing well with a good prognosis and a new inlay will be implanted once topography normalizes.